Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported that the front cover assembly of the architect i2000sr processing module was unstable due to a a loose right hinge mechanism. The front cover remained attached to the instrument; however, it was not securely retained and demonstrated excessive and unintended movement. During routine operation, the user¿s head was lightly struck with the unsecured front cover of architect i2000sr processing module. No injury was reported. No further impact to patient management.